Event description:
A healthcare professional reported that during surgery it was noticed that an ophthalmic blade had a small piece of metal at the side port and the debris deposited into the patient's eye which was removed in the same procedure using irrigation and aspiration. The blade was not sharp. The surgery was completed using another product and there was no harm to the patient. This report is for the first patient involved in the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened knife in a blade protector tray was received for the report of a small piece of metal at the side port during our phacoemulsification surgery today with debris in the eye during cataract surgery and the blades were also dull; therefore, the condition of the product could not be verified. The sample was visually inspected for foreign material/metal particles and was found to be conforming, however the sample was found to be nonconforming with a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos given by the customer were reviewed by the manufacturing site. The photos are of two knife blades, photo one it is unclear if there is foreign material on the blade or if it is damaged. Photo two appears to have no foreign material or damage. The report of metal debris and a dull blade could not be confirmed. The complaint evaluation found that no foreign material/metal particles were observed, therefore the complaint of metal debris could not be confirmed and the root cause cannot be determined. The exact root cause for the dull blade could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. No action was taken for the report of foreign material due to the knife met specification. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).